Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A dye study was performed on (B)(6) 2014 because the patient was having increased pain. The office was informed that the patient would not receive morphine intrathecally as the catheter was not primed after completion of the dye study. The patient experienced withdrawal symptoms on (B)(6) 2014 and was given oral medication that night, but the symptoms did not improve. The patient was then advised to go to the emergency room (ER), where he was given oral medication to help with the withdrawal symptoms and was discharged the same day. The patient returned for a follow-up visit on (B)(6) 2014 and received a bolus. On (B)(6) 2014, it was reported that the patient was doing well and receiving therapy.